Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer experienced an elevated blood glucose (bg) range of 1100 mg/dl. Reportedly, the customer called an ambulance to address bg level. The customer was hospitalized due to diabetic ketoacidosis and treated with saline and insulin fluids. The customer was released from the hospital on (B)(6) 2020. Customer did not sustain any permanent damage. Tandem technical support informed customer that pump should be charged 15 minutes every day to keep battery life sufficient. Customer acknowledged and understood.

Manufacturer narrative:
H6: remove 2993, 61 add 2892, 1503 67. During troubleshooting with customer by tandem technical support on (B)(6) 2021: it was reported that the customer experienced difficulty charging the pump with the usb cable resulting in an unexpected shutdown. Reportedly, the customer experienced an elevated blood glucose (bg) range of 1100 mg/dl. Subsequently, the customer called an ambulance to address bg level. The customer was hospitalized due to diabetic ketoacidosis and treated with saline and insulin fluids. The customer was released from the hospital on (B)(6) 2020. Customer did not sustain any permanent damage. Tandem technical support replaced the usb cable.